Event description:
The device was applied during a laparoscopic cholecystectomy procedure. The safety shield did not retract when applied to tissue. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.